Manufacturer narrative:
In f/u with the customer she stated that she was experiencing redness and blistering on the nipple for which her doctor prescribed an antibiotic for thrush just in case. A medela clinician also followed up with the customer who responded to her that she was now pumping with larger breast shields and no longer than 15 minutes at a time. Her issues are resolved and she has healed well. She is no longer requiring a doctor's care. Attempts to retrieve the product were unsuccessful as were attempts to retrieve additional complaint info. The product involved in the complaint has not been received for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or correct info, a f/u report will be filed.

Event description:
The customer reported to customer service that her breast shields did not fit right and have damaged her nipples.